Manufacturer narrative:
D9 - date returned to MFR: 1/22/2026. H3 and h6 codes, updated. One used device was returned for investigation. The device was visually inspected and found that the cannula is bent and appears to have been in use, the adhesive patch is missing, the tubing set was also returned, no other anomalies were observed. During the functional testing, confirmed the customer complaint of broken/bent cannula due to the bent condition of the returned cannula sample returned. The probable cause is unknown.

Manufacturer narrative:
A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the person with diabetes (pwd) had called back to provide details regarding the damaged infusion set detachment that had led to a high glucose event. The cannula housing had become detached (broken) from the site while sleeping, and by the time the pwd had woken up, glucose level had reached 382 mg per dl. This caused the pwd to develop ketones and extreme nausea/dizziness, weakness, and physically ill. The tegaderm adhesive from the infusion site had remained attached to her skin; however, the plastic cannula piece had come off and was no longer on her skin. All supplies had been changed. The patient had not reported any pulling of the site during the night and had been unclear how it had happened.